Event description:
It was reported by dealer that the plastic left side bracket is broken on the bottom of bracket where it attaches with the bottom bolt. Used on a solara 3g, purchased within the past year. Hdmh heavy duty hardware only upgrade is what dealer is looking for to replace. Dealer will find serial number and call back for warranty return and credit. Quote sent for hardware upgrade.